Event description:
Clinic notes were received indicating that the vns patient was admitted to the hospital on (B)(6) 2014 due to drainage at her lead site for the past week. The patient was taking antibiotics and the drainage was sent for cultures. The patient¿s device showed lead impedance within normal limits. Follow-up revealed that the patient had an infection and also had an extruding tie-down. The patient underwent surgery to trim the tie-down. The patient was closed and given an antibiotic regiment. No further information relevant to the event has been received to date.

Event description:
It was reported on (B)(6) 2015 that the patient will be scheduled for explant of her devices and re-implant at a later date. It was noted that the leads are exposed. The physician stated that the patient picked though her neck incision and has pulled out part of her lead. He plans to explant the entire system assuming infection. He plans to re-implant her 1 month after explant assuming adequate wound healing. The patient's device was explanted on (B)(6) 2015. Prior to explant system diagnostics were run and showed good lead impedance. The generator was turned off as well.